Manufacturer narrative:
Do not use any other insulin with your system other than u-100 humalog® or novolog®. Only humalog® and novolog® have been tested and found to be compatible for use in the system. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery was depleting quickly. Reportedly, the customer loaded off-label insulin into the cartridge. The customer¿s blood glucose was 200 mg/dl. Reportedly, will continue to use current pump for insulin therapy.

Event description:
It was reported that the pump battery was depleting quickly. The customer¿s blood glucose was xx (mg/dl). The customer continued to use the pump for insulin therapy. Or

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
Correction b5, h10